Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 75-year-old male patient, the device was unable to detect the attached electrodes pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Event description:
Complainant alleged that while attempting to defibrillate a 75-year-old male patient, the device was unable to detect the attached electrodes pads and the device did not deliver energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: zoll medical corporation evaluated the device and the device performed to specification. The device passed all testing successfully, was recertified, and returned to the customer. Review of the device logs confirmed the device delivered energy into a patient impedance of 133ohms. Even though patient movement is typical when delivering energy, it is not an indicator of energy being delivered. Review of the device log for customer's report of no ECG through electrode pads was observed in the log as pacer mode was entered, which auto selected lead ii. When in pacer mode the pads lead view is not selectable. Had pacer mode been exited and lead view switched to pads, the signal would have displayed. There is no indication that the device could not recognize the pads attached. The report was attributed to the end user inadvertently switching to pacer/lead ii mode. No trend is associated with reports of this type.